Event description:
Procedure type: nephrectomy. According to the reporter: when in use with cautery, the device sparked at the tip resulting in the end of the shaft of the instrument being damaged. The casing has been compromised at the tip, melting through. Procedure only extended by 2 minutes to replace it. No pt injury. A further device was used.

Manufacturer narrative:
(B)(4).